Manufacturer narrative:
One torque wrench hex driver 1.25 mmd (tw1.25) was returned for investigation. Visual evaluation of the as returned product identified that the tw1.25 was fractured at the shaft (images 1 - 3). Functional testing could not be performed since the devices were fractured/twisted. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Picture images were not provided. Appropriate documentation was removed. DHR review could not be performed since the lot numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review was performed for similar events and only 5 other complaints were identified. Based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age not provided/unknown, patient weight not provided/unknown, device lot number not provided/unknown.

Event description:
It was reported that the driver tip fractured off while attempting to remove a healing abutment.